Manufacturer narrative:
A medtronic representative went to the site to test the system. They performed system checkout and was able to duplicate the event. The representative found all green checkmarks on pendant but was in stand alone mode. Checked all imaging cable connections and found green ethernet cable on back of breakout panel loose going to the detector. Reseated cable and all systems came back onboard and system was functioning properly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site's imaging system was unable to take 2d fluoro "the light came on but wouldn't take a shot." Pendant displayed stand alone mode. The system was docked raised the gantry" , system undocked and system was still in stand alone mode. The representative disconnected, waited for 20seconds and reconnected the umbilical cable and rebooted with cable connected without resolution. This was for postop spin. The site moved forward with another imaging system. There was a patient present. No impact to the patient outcome. There was no delay.